Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device became stuck on a windows update at 7% for almost an hour. The user rebooted the station; however, the problem persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application crashed following a windows update. A technical support specialist (tss) assisted with a hard reboot and dialed in, but the station displayed a black screen. Reboot attempts and remote support service deployment were unsuccessful. The issue was escalated, and field service engineer (fse) reimaged the station due to a medication application crash, added rss, adjusted date and time, completed system updates and data synchronization. Fse then forced patched windows update and confirmed the station returned online. The system functioned as intended after the field service engineer investigated the device.